Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 240 ohms through (B)(6) 2015, rises out of range (greater than 3000 ohms) starting (B)(6) 2015. Concomitant medical products: 694758 lead, implanted: (B)(6) 2010; 5568-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden increase in impedance which triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was unable to obtain capture at maximum output and was suspected for possible fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).